Event description:
It was reported that during an a-fib procedure, the CT was brought in as a merge but when the lasso was introduced in, they did not line up. The bwi representative reported that a carto sound map was built but the lasso locations when the physician placed the lasso catheter in the pulmonary veins did not match the carto sound map. The case was completed without using the carto sound map and no further troubleshooting was performed. The case was concluded at the time of the call. Field service engineer support was requested. Additional information was requested to clarify the event and it was stated that a map shift was noticed and that the lasso seemed elevated above the left sided veins. The reporter didn¿t believe that there were any warning messages. The reporter believed that the shift was from the very onset of mapping and was an effect before rf was applied. The user did not make a complete fam map prior ablation. They just turned on fam for a few seconds before ablation begins and the fam throughout the procedure. The map shift noticed was approximately between 5 and 10 mm. There was no cardioversion and no patient movement. The physician confirmed the catheter placement with fluoro and continued with the case with no patient consequences.

Manufacturer narrative:
Investigation is still in process. A supplemental report will be submitted to the FDA once that the repair record investigation is completed. Concomitant product: ez steer thermocool nav 4mm us: catalog #: bni75tcdfh, lot #: 15853242m. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during an a-fib procedure, the CT was brought in as a merge but when the lasso was introduced in, they did not line up. The bwi representative reported that a carto sound map was built but the lasso locations when the physician placed the lasso catheter in the pulmonary veins did not match the carto sound map. The case was completed without using the carto sound map and no further troubleshooting was performed. The case was concluded at the time of the call with no patient consequences. The bwi representative informed the lab staff that the table height was too low and not in accordance with the advised sid values listed in the installation test report. The issue was related to user error since they were not following the necessary installation requirements. The DHR associated with carto 3 # (B)(4) was reviewed and there were not any discrepancies noted. The system met all specifications upon its release.